Manufacturer narrative:
Two opened containers were found out of a box of needles. Unused needles were found inside these opened containers with no protective cap and primary packaging. Review of manufacturing processes documentation and images of the product from the user did not lead to any identifiable potential root cause. No other boxes of the same lot have the same issue. This seems to have been an isolated issue to this one box.

Event description:
Two opened containers were found out of a box of needles. Unused needles were found inside these opened containers.